Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2mpjq, implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). : it was reported that they get random, shocking episodes. They saw the patient today, and they stated they are having random shocking events and back spasms. Th patient had an car accident in october, and their symptoms haven¿t gotten better. Impedances were within range. The doctor is planning to do a full system replacement. Ipg and lead will be returned. Issue is ongoing. Additional information was received and it was reported that the patient came in with the device off for the last 1.5 wees and stated random shocking sensation and that they had some falls. Impedance were good and therapy was still working well besides the random shocking. Added custom programs a-d mimickig 1-4 with 1 hour on and 23 off. This will be tried for 2 weeks, and the patient will report back.

Manufacturer narrative:
H3: product analysis #(B)(4). Product ID# 97800 analysis of the returned device identified that the implantable neurostimulator (ins) passed functional testing. H3: analysis of the returned lead (978b128) revealed environmental stress cracking (esc) on the outer insulation of the body of the lead which did not affect the function of the device. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 978b128, lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient said the system was replaced because the lead was in the wrong spot and the "battery was shorting out". Patient said they discovered the lead was in the wrong spot in april. Patient had fallen and they did a xray. Patient also said in april the representative tried to change the settings that was only running for like an hour to see if that would stop it from shocking the back and causing these weird things going on. Patient was in a car accident in oct and things got worse. Patient said the device was zapping them. Patient had the system replaced.